Manufacturer narrative:
Block b3: exact date unknown, approximate based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device qrb.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision procedure due to high impedances detected in the lead. To address this, the lead was removed and replaced. Postoperatively, the patient is recovering well. In accordance with facility policy, the explanted device will not be returned.